Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during on-site investigation by the field service engineer (fse). The fse found that the control printed circuit board was damaged due to liquid contamination. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Cause to the contamination is ingress of liquid. The most probable source was saline bottle which was near the ventilator. Our servo ventilators fulfill the standards of ip21. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to use error/environmental issue. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual.

Event description:
Manufacturer's ref. #: (B)(4).